Event description:
It was reported that a malfunction alarm occurred resulting in a blood glucose (bg) level of 22 mmol/l. Customer administered a correction injection to successfully resolve the bg. The malfunction was unable to be reset and the customer reverted to an alternate method of insulin therapy.